Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Telephone: (B)(6). A follow up/ final report will be submitted once the investigation is complete.

Event description:
It was reported that when turning on the pressure for the ats 4000, the cuff inflates as normal, but the machine needs to keep adding pressure for the entire procedure to keep the suggested pressure for this patient. This indicates that there is a leak in the single use cuff. The event timing was during surgery. An alternate device was available for use. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.